Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns on/off when pressing the screen. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified or reproduced during evaluation. There was no evidence to support the device turning on/off when the screen is pressed in the event history log (ehl). Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. The device has been serviced in the last 12 months for this same reported issue. The failure was unable to be reproduced and no correction was required during the previous service. All service actions were completed as required during the last servicing. Should additional relevant information become available, a supplemental report will be submitted.